Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 10, 2023.

Manufacturer narrative:
This report is submitted on december 27, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to pain and performance decrement. The patient was reimplanted with another cochlear device during the same surgery.